Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the admiral xtreme with a 6f non-medtronic sheath, a standard non-medtronic wire and a syringe for balloon inflation, to treat a moderate calcified plaque lesion in the mid distal popliteal artery. The artery diameter was reported as 5mm. The device was prepped without issue as per the IFU. The device did not pass through a previously deployed stent and no resistance or excessive force was used. It was reported the balloon burst at normal pressure. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the device. The balloon was unfolded. A 0,035¿¿ guidewire was loaded without issue. Negative pressure was applied to the inflation lumen and a column of bubble raised into the inflation device. The balloon was inflated and a pinhole was detected. Additional information: the balloon burst at 12atm. The device was removed from the patient as normal without any issue. No intervention was required to remove the balloon fragments. If information is provided in the future, a supplemental report will be issued.